Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient will be managed by the clinic's protocol and continues to use the device. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues.